Event description:
It was reported that the pt's interstim device was explanted. The pt stated, that he now has nerve damage and cannot sit for very long. Further info is being requested from the hcp.

Manufacturer narrative:
.